Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented through a merlin@home transmission showed non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. No inappropriate therapy was given due to the oversensing. Programming changes were confirmed with the physician to resolve the issue. These changes were not implemented at this time due to patient noncompliance. No patient symptoms were reported.